Manufacturer narrative:
Suspect contact lens was discarded.

Event description:
On (B)(6) 2023, a patient (pt) in argentina reported antibiotic treatment (details not provided) by an eye care professional (ecp) for a corneal ulcer on the left eye (os) resulting from an acuvue® oasys® brand contact lens (cl) that tore on the eye. On 28feb2023, the pt provided additional information. The pt inserted a new lens on (B)(6) 2023 and started to feel discomfort ¿like dirt in the eye,¿ then irritation, pain, light sensitivity, swelling, redness by sunday. The pt visited an ¿urgent eye care¿ where the ecp verified the symptoms and diagnosed ¿a corneal ulcer in os in the upper area of the eye close to the upper eyelid.¿ the pt was prescribed gatifloxacin drops for use in the os every 2 hours and erythromycin cream for use every 4 hours. The pt has follow-up appointments every 2 days and the ¿eye is getting better,¿ but has not been released to resume cl wear. The pt is an experienced cl wearer and reported removing lenses daily with a two-week replacement schedule. On 06mar2023, the pt provided additional information. The pt ¿finished the antibiotics¿ and was advised by the ecp to try a new cl tomorrow. The pt provided a copy of a prescription (not dated): os gatifloxacin, one drop three times daily for 3 days then suspend, artificial tears one drop every 2-3 hours, continuous, and return to cl wear in 96hrs. On 15mar2023, the pt provided additional information. The pt is now wearing a different brand of cl and the os is ¿fine and recovered.¿ the pt reported that during the last visit the ecp ¿found her eye dry and recommended use of moisturizing drops to help (brand not provided)." No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b011b0w was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.